Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported inability to open the clip during preparation. However, the clip was observed to be difficult to open, as troubleshooting was required to open the clip. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported inability to open the clip during preparation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation, after establishing final arm angle (efaa), the clip did not open properly. Troubleshooting was performed, and the clip was able to be opened. However, the clip was not used and was replaced. There was no clinically significant delay in the procedure. The device returned and analysis on the device done on (B)(6) 2025 revealed that the clip jumped.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.